Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, machine was struck on carefusion screen and application not launching. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist connected to the station, repaired the station application, set it to auto-launch, and rebooted the station. The station launched into the application without any errors. The system functioned as intended after the technical support specialist troubleshot the device.